Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had keypad anomaly. Customer¿s blood glucose 155 mg/dl. Customer initially stated that the buttons was not responding and it was not letting her unlock it. The insulin pump will not be returned for analysis.